Event description:
Rigid bronchoscopy in progress with surgeon- noticed a small spark while the scope was in the patient during cryo therapy, immediately scope was pulled out. The surgeon flushed the bronchus with saline, noted scope had some burnt area on the tip, scope has been sent for cleaning and repair and further management.